Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - the handle was closed without the 6-inch transitional installed, deforming the opening. The opening was resized to allow the 6-inch transitional be inserted. The unit was calibrated and set to proper pressure to pass inspection. The left bracket was set to move smoothly, and new 6-inch transitional is included every time with preventative maintenance. To resolve the issue, the transitional opening was resized, the transitional was replaced, and the unit was calibrated and set properly. General maintenance and cleaning also performed. Additionally, the unit is beyond integra's 7 years recommended life cycle (manufactured in 2008). Root cause - the reported complaint was confirmed. Unit damaged due to misuse as the base handle was closed without the 6-inch transitional inserted, deforming the handle hole. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00518. A facility reported that the mayfield ultra base unit (a2101) was not locking properly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.